Event description:
On 06/23/2025, it was reported by a sales representative via (B)(4) that an ar-2386-10 quadpro harvester was rough around one portion of the tip of the device. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the edge of the tip of the device appeared rough/damaged. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse likely due to mishandling.